Event description:
It was reported that the right ventricular pacing and sensing lead exhibited noise. The lead remained implanted and the physician would decide if an intervention would be needed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the patient presented to the hospital after receiving inappropriate shock therapy caused by oversensing. The lead was capped and replaced.